Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. The instrument was found to have a broken conductor wire. The instrument failed electrical continuity. The grip tips were manually manipulated and intermittently failed continuity test, indicating the conductor wire was broken at the grip crimp location. No signs of thermal damage or physical damage were observed. During further analysis, the housing was removed and the conductor wire was lightly pulled on to inspect and upon doing so was found to be broken in the proximal end where the main tube meets the roll gear junction. The instrument was disassembled and continuity was tested on both sides of the break and passed, confirming that the break was the source of the failed continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps would intermittently conduct electricity. The procedure was completed with no reported injury.